Event description:
It was reported that the patient experienced a "2 minute seizure". The patient's pump was not refilled recently, nor was there any other medical procedures performed. No pump alarms were reported. The reporter noted that she had seen seizure as one of the overdose symptoms; there were no other symptoms of overdose observed. The patient was now "fine"; no other symptoms. Drug delivered via the device was lioresal additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported health care provider (hcp) was administering evening meds to patient and noticed patient appeared very rigid, having facial spasms, twitching, grinding teeth, and was unable to communicate verbally. Hcp also reported, the patient was being treated for a urinary tract infection, and had red raised area on her back, however, hcp was unsure if the red raised area was near the catheter. The hcp further reported that the patient does have a seizure history and took medication for that as well. The patient's last clinic visit was (B)(6) and the next appointment scheduled was (B)(6).

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: 2012-(B)(6), explanted: unk; catheter model: 8596sc, (B)(4), implanted: 2012-(B)(6) explanted: unk; dacron pouch model: 8590-1, lot# n316582, implanted: 2012-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).